Event description:
It was reported to philips that the pdu control module loses software after emergency off on a azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pdu control module and restarted the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).